Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during replacement surgery on (B)(6) 2019 the tail of the lead broke upon removal and was left in patient. Patient declined removal of tail thus, no intervention is planned at this time. Replacement surgery was captured in 1627487-2019-06758, 1627487-2019-06759, 1627487-2019-06760.